Event description:
It was reported that the patient presented with a second-degree burn and was referred to a dermatologist for treatment. An iceseed classic was used for a cryoablation procedure. The skin was protected with draping, and there were no patient complications when the procedure was completed. During a one-week follow-up, however, the patient presented with a burn that appeared blistered. The patient was referred to a dermatologist for treatment.

Manufacturer narrative:
B3: date of event was not provided. Date of event was estimated based on the date that boston scientific became aware of the event. Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI)#.